Event description:
International affiliate reports that while performing a posterior lumbar fusion with augmented cortical fixation screws, the surgeon felt the confidence pump lose tension and noticed that cement would not advance out of the device. Upon further winding of the pump, he noticed that saline was spraying out of the threaded section on the pump. A second confidence kit was opened to complete the procedure. The resulting delay was approximately five minutes and there were no adverse consequences to the patient. Concomitant devices: cortical fixation screws, catalog numbers unknown.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device discarded by customer.

Manufacturer narrative:
Product sample was not returned for evaluation. Reviews of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accompanying all quality requirements. An evaluation was performed by quality engineering and no conclusions were drawn. However, in referring to the threaded part on the cement pump, it appears that the customer was referring to the reservoir cap, and not the pump piston. A review of the complaint trend analysis found no observed trends for issues of this nature. Without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated.